Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse performed a daily cleaning procedure (dcp) and discovered that the cuvettes were intermittently overfilling. The cse replaced the dcp valves and the issue did not resolve. The cse observed that the aspiration in the wash sequence was not performing properly. The cse checked the aspirate tubing from the valve manifold and noticed an obstruction in one of the vacuum lines. The cse removed the obstruction and performed a dcp with no further issues. Quality controls were within acceptable ranges. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that the obstruction in the vacuum line caused poor aspiration, resulting in discordant results and overfilled cuvettes. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant intact parathyroid hormone (ipth), testosterone (tsto), follicle stimulating hormone (fsh), alpha-fetoprotein (afp), luteinizing hormone (lh), sex hormone-binding globulin (shbg), cortisol (cor), vitamin b12 (vb12), prolactin (prl), enhanced estradiol (ee2), progesterone (prge), prostate specific antigen (psa), cancer antigen 19-9 (ca 19-9), cancer antigen 15-3 (ca 15-3), cancer antigen 125 (ca 125) and carcinoembryonic antigen (cea) results were obtained on multiple patient samples on an advia centaur xp instrument. The samples were repeated on the same instrument, resulting different from the initial results. It is unknown if the initial or repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ipth, tsto, fsh, afp, lh, shbg, cor, vb12, prl, ee2, prge, psa, ca 19-9, ca 15-3, ca 125 and cea results.